Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro power supply did not work. There was no power output, so they tried switching the cable but it still didn't work. This occurred during the ligation process. A replacement unit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)